Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the ER and the rv lead was not capturing. The rv lead threshold was increased. The physician reviewed the egms and decided to cap and replace the lead since the patient is dependent. It was also noted that the patient had a syncopal episode and passed out because the lead did not capture

Event description:
Information also stated that the patient is stable.